Manufacturer narrative:
Pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump was received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the belt clip holder broke. The customer did not report any vehicle accident. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.